Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4). Medwatch field initial reporter phone number was provided as "(B)(6)".

Event description:
The customer stated that they received an erroneous result for one patient sample tested for the elecsys hcg + beta test system (hcgb) on a cobas e 411 immunoassay analyzer (e411). The patient had a positive result with gravindex screening method and went to the laboratory for hcgb testing to be performed. The patient's sample initially resulted as 0.201 miu/ml on the e411 and this value was reported outside of the laboratory. On (B)(6) 2017, the treating physician complained about the result, so it was repeated. Prior to repeating the sample, the patient tube was found to have evidence of fibrin. The fibrin was withdrawn from the sample and it was repeated on (B)(6) 2017, resulting as 607.6 miu/ml accompanied by a data flag. A new sample was collected from the patient and tested on (B)(6) 2017, resulting as 507.3 miu/ml. The patient was not adversely affected. The hcgb reagent lot number was 179825. A reagent lot number of 156542 was also provided. A clarification of the correct lot number has been requested. The reagent expiration date was asked for, but not provided. A specific root cause could not be determined based on the provided information. Quality controls and calibration were within specification. The alarm trace from the analyzer did not indicate a cause. No product problem was found. Based upon information provided for investigation, the fibrin found in the sample is a likely root cause. It was also determined that the clotting time of the sample was insufficient.

Manufacturer narrative:
The correct hcgb reagent lot number has been confirmed as 179825.